Manufacturer narrative:
H10 e1 - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the primary alarm had failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed an inspection and discovered that the speaker cable was loose. The fse then reconnected the alarm cable and confirmed that the reported issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service.